Event description:
Reference number (B)(4) event occurred in the united kingdom. It was reported that the patient experienced high blood glucose event on (B)(6) 2026. The high blood glucose event lasted approximately one hour. The patient received treatment with insulin via pump, and the event resolved. No further information is available.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: united kingdom. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.